Manufacturer narrative:
The evaluation revealed: angulation in the up direction is out of standards due to worn of angle-wire, the gap of up/down knob is out of standards due to worn of angle-wire, liquid leaks due to cutting part of switch 1, screen is partly dark due to scratch of charged covered device lens, water is appeared in screen due to missing of adhesive part of lens, the condition of light guide-bundle is not good, light guide lens is broken, the adhesive part of bending section cover is broken, connecting tube is crumpled, there is pin hole switch 1, lens guide connector is broken, gap of adhesive on bending section cover, knob is dirty, distal end is worn, objective lens is worn, rust inside control unit: the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device had a leak at switch 1 found during inspection before for use. Upon inspection and testing of the customer returned device, the repair center found foreign material is coming out from the suction cylinder. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The user may prevent occurrence of the suggested event by handling the device in accordance with following the instructions for use: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.